Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had sigma knee replaced 23 years ago. Surgeon thought the poly was starting to wear, so he scheduled the patient for poly swap. Doi: unknown, dor: (B)(6) 2025, affected side: right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided: "it was reported that the patient had sigma knee replaced 23 years ago. Dr thought the poly was starting to wear, so he scheduled him for poly swap". The product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachment (B)(4). The photo/x-ray investigation revealed the device with signs of being implanted for a period of time, which included yellowish patterns and light marks on the condyle surfaces. Although the wear patterns observed can be traced to normal usage of the device, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pfc sigmarp stb tb in 4 10.0 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.